Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. A review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release.

Event description:
During a pvi procedure using the nrg rf transseptal needle, thermocool smarttouch catheter (johnson & johnson) and an agilis sheath, the procedure was aborted due to suspected cardiac tamponade and the patient received open heart surgery to successfully treat the tamponade. The cardiac tamponade was suspected after the patient's blood pressure dropped to 70mmhg after two to three rf ablation applications. The patient's blood pressure also dropped from 170 to 150 mmhg after the transseptal puncture was achieved. Reportedly the perforation had occurred in a path from the foramen ovale through the atrial septal wall. The cause of the perforation could not be identified. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report.